Event description:
The patient reportedly fell on the implant site which caused migration of the magnet. In 2006, the patient was seen by a company representative for device evaluation. Testing performed confirmed that the device was functioning. The decision was made to explant the patient's device.